Event description:
It was reported that the device did not seal. It was reported via social media that a patient had a watchman closure device implanted. During a follow-up computerized tomography scan an incomplete seal was noticed. No additional information is known at this time.

Manufacturer narrative:
Date of event- estimated as the aware date as the event date is unknown.